Manufacturer narrative:
(B)(4). Evaluation is in progress. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Testing of retained quality file samples of architect total bhcg reagent lot 14907jn00 was performed using abbott controls which are serum-based and mimic patient samples. All protocol validity and acceptance criteria were met. A review of complaints for the assay and the lot number did not identify any atypical complaint activity related to the customer observation. Based on this evaluation, it has been determined that architect total bhcg lot 14907j00 identified in this complaint is performing acceptably and within product label claims. No product deficiency or malfunction was identified.

Event description:
The account generated a false positive architect bhcg of 173.18 miu/ml on a patient who tested urine bhcg negative and mini-vidas negative (<2.0 miu/ml) on (B)(6) 2012. The same sample was processed again with architect bhcg negative results of <1.20 miu/ml (same architect analyzer) and <1.20 miu/ml (another architect analyzer). Patient history showed on (B)(6) 2012 negative bhcg (<2.0 miu/ml) after ivf embryo transplant. On (B)(6) 2012, followup testing showed architect bhcg negative (<1.20 miu/ml) and negative mini-vidas (<2.0 miu/ml). No specific patient information was provided. No impact to patient management was reported.